Event description:
It was reported that the patient boston scientific technical services (ts) with report of a red blinking light on the remote home monitoring communicator, indicating a potential product performance issue related to this device. Troubleshooting was performed to get the communicator to upload data to the remote home monitoring server, however, was unsuccessful, the patient was referred to their physician. This device remains in service. No adverse patient effects were reported.